Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain endoscopic procedure, the user successfully placed and tightened the loop over a polyp using subject device; however, could not release the loop from the subject device because the control wire of the device snapped within the handle. It was reported that the user successfully released the loop and withdrew the device from the pt following the emergency treatment in the instruction of the device. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was not returned to omsc for eval because the facility discarded the device and omsc could not confirm the phenomenon. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. Based on te previous investigation the control wire is supposed to be broken because the user forcibly tried to operate the device while the loop stuck within the insertion portion of the device. The loop is supposed to get stuck due to the user handling. The hx-400u-30 instruction manual already states: warning: when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.